Event description:
Integra lifesciences received six different med watch 3500 forms from risk management on august 14, 2006. The cover letter was dated august 10, 2006. The device indicated is ultrasonic aspirator. According to the sales history, this user facility rented a selector console and 24 khz handpiece from september, 2005 - december, 2005 and purchased the disposable tubing and tips. The primary usage of the selector was for lumbar laminectomy surgeries. There were no requests for service on the console or handpiece from this unit to indicate that it wasn't working properly. The unit was returned and no disposables have been purchased since december, 2005. No FDA numbers are identified on the medwatch form. Incident description: a male underwent a decompressive laminectomy in 2005. Patient was discharged the following month, reportedly doing well. Patient later developed a wound dehiscence. Cultures were negative, however, the patient continued antibiotic therapy. Patient underwent a revision of his wound and a jackson pratt drain was implanted the same month. Patient was discharged on the same month. August 21, 2006, a message was left for risk management to obtain additional information. August 29, 2006, integra technical service spoke with user facility risk management and obtained the following information: the selector ultrasonic aspirator was a rental unit used on cases. The same nuerosurgeon performed all of the initial surgeries. The repairing neurosurgeon was a different physician from the initial surgeon. The repairing neurosurgeon "believes" that the selector may have caused the csf leaks, but there is no evidence of such in the post operative report. Both the user facility and integra lifesciences verified that there was no requirement for repair of the unit which would indicate that it was not working properly. The selector was not used on the repair surgery. On september 29, 2006, the initial product ID (1520000m1) which is associated with a footswitch was corrected to selector console #1530000m3. The 24 khz micro hand piece used in conjunction with the console has been identified as #1529000m2.

Manufacturer narrative:
Product is not expected to be returned for evaluation. An investigation has been initiated base on the reported information.